Event description:
It was reported that during a hip arthroscopy procedure using a turbovac 90 xl icw wand, the wand was allegedly leaving a dark brown residue on the tissue in the surgical site. The surgeon was unclear whether this was an issue with the suction/fluid setup or the wand itself. Before any further testing could be done to determine the issue, it was discovered that the pt had pathology which required a total hip replacement, terminating the arthroscopy. Due to the conversion of the procedure to a total hip replacement, there was no opportunity to test another wand to determine if the wand was causing the residue. There were no reported pt complications as a result of this event.